Event description:
A device report from synthes gmbh indicated a hospital in comoros reported: during a procedure with a patient presented with cervical disc disease at c4-5, c5-6, c6-7, the surgeon was able to insert the first screw successfully. As the surgeon was drilling for the other screws, the drill bit broke inside the vertebral body. The broken fragment was retrieved and discarded by the hospital.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.